Event description:
The customer observed several instrument error messages on an alinity s analyzer. While the ambassador was troubleshooting the issues, charring was observed on the cicoil cable, which was replaced. There was no impact to patient management, user safety, or facility damage reported. There were no injuries reported.

Manufacturer narrative:
During troubleshooting on an alinity s system, serial number (B)(6). The abbott ambassador reported finding dark discoloration/charring on a cicoil cable. No fire was observed, and no injury occurred. The ambassador replaced the cable, s-r1 cicoil, part number b-30105525-06, which resolved the issue. The analyzer was returned to normal operation. The risk reduction for safety hazards on dallas-site diagnostic equipment and accessories contains information noting abbott diagnostic equipment and accessories are certified to the appropriate us, canadian, and international safety standards, and adequate protection is provided for the operator against electric shock or burn and the spread of fire from the equipment. Abbott diagnostic division performs an in-depth risk analysis which ensures that the overall residual risk is at an acceptable level. The evidence of charring of the cable, s-r1 cicoil, part number b-30105525-06, was limited to the cicoil and did not spread to other parts on the instrument. Device history record review did not identify any non-conformances or deviations. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on the information provided and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed several instrument error messages on an alinity s analyzer. While the ambassador was troubleshooting the issues, charring was observed on the cicoil cable, which was replaced. There was no impact to patient management, user safety, or facility damage reported. There were no injuries reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.